Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose up to 477 mg/dl. The customer treated with a pen. Troubleshooting was performed on the insulin pump. Air bubbles were found in the tubing. The customer stated the insulin pump was not rewound with a reservoir in place. It was advised to deliver a fixed prime until the air bubbles were no longer visible. During a manual prime, insulin exited the tubing and the customer found a leak near the tubing connector cap. The customer stated the tubing did not come apart and there were no visible cracks or splits. It was advised to change the set. The high pressure test was performed and passed. It was determined that the insulin pump was functioning as designed.